Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. The commander delivery system was not returned to edwards lifesciences for evaluation as there were no allegations of a device malfunction. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), ascending aortic dissection and rupture are potential adverse events associated with the transcatheter valve replacement (tvr) procedure and the use of the adverse event. Investigation results suggest in addition to the procedure, patient factors (advanced age - 80 years, bicuspid valve, horizontal aorta, dilated ascending aorta) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards affiliate in china, a 23mm sapien 3 valve was deployed in the native bicuspid aortic valve via the transfemoral approach. Balloon aortic valvuloplasty was successfully performed prior to valve deployment. The valve was deployed in a final 90:10 aortic/ventricular (a/v) position without paravalvular leak (pvl). Following the withdrawal of the commander delivery system, the patient's blood pressure slowly dropped, and the patient became unstable. The patient was placed on a heart-lung machine and open surgery was performed. An ascending aortic dissection and ascending aortic rupture were found. The decision was made to abort the operation. The patient expired. It was speculated that due to the high risk of aortic rupture, surgical aortic valve replacement may have been a better opinion for this patient. The cause of the aortic dissection was not determined.